Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental surgery on (B)(6) 2019 and barbed suture was used. The fixation tab broke loose during suturing when pulling tight. Another like device was used. No adverse patient consequences were reported.